Event description:
This unsolicited case from united states was received on 15-dec-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after unknown latency had left knee hurts, swelling and drew fluid. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown) into the left knee on an unknown date in 2017, after unknown latency the patient had swelling and trouble with knee (left knee hurts). It was reported that the patient was not able to it like she was able to before. She said she is not able to bend it and it hurts. Before synvisc one she was not able to bend it but it did not hurt before the injection. There is swelling too. She was using ice and kept it elevated and was not doing anything other than her normal activity of working 22 days a week. On an unknown date in 2017, the patient went back to office and they drew fluid. The swelling on the outside did come down but it was back again and more on the inside. Action taken: unknown. Corrective treatment: using ice and kept it elevated for left knee hurts and swelling; not reported for other events. Outcome: unknown for all the events. Seriousness criteria: important medical event for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee swelling, it was hurting and fluid was drawn. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.